Event description:
A customer contacted a baxter technical service representative (tsr) regarding wanting to drain in fill 1/5, felt overfull (idv=256ml ifv=2000 ida=0ml. Fv=2525). The tsr explained the initial drain alarm setting and advised the home patient to talk to the rn about changing the setting to a number other than 0ml. Tsr put the hp into a manual drain and drained 1000ml and stopped, hp rolled on the line. Tsr put hp back into manual drain and drained 1381 then stopped. Tsr put hp back to fill 1. A follow-up with the rn revealed the initial drain alarm for the hp has since been changed from 0ml to 1000ml. The hp has identified no additional therapy problems since the reported overfill. No patient injury or medical intervention was associated with this incident per the rn.

Manufacturer narrative:
The device will not be returned for evaluation.